Event description:
It was reported that the insulin pump had scratches and a crack on the display screen, which made it illegible. The caller did not observe any particular event in which the device was dropped nor bumped. The caller reported that the damage was from normal wear and tear. The blood glucose reading was not provided. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.